Event description:
It was reported that during a procedure the generator alarm went off and it was noted that the e-sep safeair pencil activated without pressing any buttons and could not be turned off. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.